Manufacturer narrative:
Pump passed displacement test, sleep current measurement, active current measurement and self test. No alarms occurred during testing. Test p-cap locked into reservoir tube successfully. The history download confirmed pump error 53 due to software error found on (B)(6) 2023 00:12:10.000, (B)(6) 2023 02:36:51.000 and (B)(6) 2023 03:30:46.000. The formatted history file confirmed pump error 53 alarm (line number 5707 file number 632) due to a reconnection error on the mobile app causing to "lose" service that it had before. Problem isolated to the electronic assembly as per global logic analysis (esf4770899). Pump was cut open and no anomalies were noted on the electronic and motor assemblies during visual inspection. The following were noted during visual inspection: minor scratched display window, cracked display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump. Please see below for the pump error(s)/alarm(s) noted 2 days prior to the event date 09-nov-2023 in the pump history file. 11/07/2023 07:15:00.000 alarmalertnotification (40) faultnumber: lowbatteryalert (104) (B)(6) 2023 07:18:17.000 batteryremoved (55) (B)(6) 2023 07:18:17.000 alarmalertnotification (40) faultnumber: batteryremoved (84) (B)(6) 2023 07:18:34.000 batteryinserted (44) earliest power data available per the power management tool/detail trace file is on 11/7/2023 8:32:57 am. There was no power data available for the event date of (B)(6) 2023 at 07:15:00.000. Unable to check power data for low battery alert. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert unknown. Pump error 53 was confirmed through the pump history download due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer received a software error detected (pump error 53) more than 5 times in 24 hours. Troubleshooting was performed and was able clear the alarm successfully and the pump did a rewind. Advised the customer to do a self-test on the pump and it got passed. No harm requiring medical intervention was reported. Customer will discontinue using the insulin pump. The insulin pump will be returned for analysis.